Event description:
After an implantation time of about 2 yrs, a short remaining service time until eri was reported. The device therapy was not called into question.

Manufacturer narrative:
The pacemaker was returned for analysis on 09/05/2008, which was approx 3 months after the recommendation to replace the pacemaker. Upon receipt, the pacemaker was subjected to an electrical inspection. An interrogation of the pacemaker was not successful. The pacemaker was shipped to the MFR of the electronic module and was subsequently analyzed destructively, a measurement of the battery was performed, which confirmed that the battery found to be depleted, due to a high current consumption. The analysis identified a damaged integrated circuit as the root cause for the high current consumption, leading to premature battery depletion. After an exchange of the damaged integrated circuit, the current consumption was expected. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker.